Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinician staff. Based on the 42 pages of medical records info. It appears that this is a (B)(6) male esrd pt on hd therapy who on (B)(6) 2015 was presented to an emergency department due to blood loss and hypotension, was given a fluid bolus, observed on a cardiac monitor, and was not transfused due to his hemoglobin not being sufficiently low. On (B)(6) 2015, the pt was discharged from the emergency department alert and oriented times three. There is no documentation in the medical record supporting a possible association between the hd machine, the extracorporeal circuit, and the event of blood loss. However, there is a certain association between the event and the episode of venous needle dislodgement. Further info has been solicited.

Event description:
Hemodialysis orders from (B)(6) 2015 included: f180nre optiflux dialyzer; dialysate flow rate auto flow 2.0, blood flow rate 450, 2 potassium, 2.5 calcium, 1 magnesium, 100 dextrose, sodium 137meq/l, treatment time 4.5 hours, estimated dry weight 125kgs, access left above elbow arteriovenous fistula. On (B)(6) 2015 at 10:54am, the hd treatment was initiated without any difficulty. At 3:24pm, the venous needle became dislodged, the machine never alarmed and the blood pump kept running, approx less than 500ml's of blood loss occurred, and 800ml's of normal saline was administered, making the ultrafiltration goal for the treatment a net negative 1893ml. At 4:11pm, the pt's vitals were 88/46 blood pressure, pulse 122, on 2l/min oxygen, in trendelenburg position, arterial and venous cannulation sites clotted, and the pt was transported to a hospital's emergency department via emergency medical services. The pt was treated with mircera.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A user facility reported that during hemodialysis therapy, a patient's catheter needle became dislodged and resulted in 500ml of blood loss. The machine did not alarm. The patient did not complete treatment and was administered 800 ml saline. The patient experienced hypotension which did not resolve with the administration of saline, and was taken to the hospital. The patient did not remain hospitalized overnight and was discharged without further complications. There was no information available. The site reported that the machine passed functional testing.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. A field service investigation was not performed and no parts were returned for failure analysis investigation. During follow-up, the customer indicated that the machine did not alarm at any point. The machine has been returned to service. No machine errors were detected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.